Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to cardiac arrest glucose level at the time of the hospitalization was 1500 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital. Also customer mentioned she had been sick prior to the hospitalizations. Troubleshooting was declined, because insulin pump will is being replaced. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.